Event description:
Pt had total hip done on (B)(6) 2012. A small hemovac drain was placed in the deep tissues to a stryker drain autotransfusion protocol stryker. This was removed on (B)(6) 2012. Pt receiving outpatient therapy on (B)(6) 2012. Pt fell and x-rays taken of several areas including one of the hip. Surgical drain noted in place on x-ray exam. Pt taken to operating room on (B)(6) 2012 for facial dehiscence and removal of the retained drain was done.